Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17958. It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. X-rays indicated one of the leads had migrated. As such, surgical intervention may be pending to address the issue. The investigation did not determine which lead had migrated.

Event description:
Patient underwent surgical intervention where one lead was explanted. Physician attempted to replace the explanted lead, but due to patient anatomy was unable to. The other lead remained in the patient, though that lead does have 2 contacts with high impedances. Investigation did not determine which lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.